Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced difficult plunger movement which was noted during use. The following information was provided by the initial reporter: material no.: 309628; batch no.: 9204148. 1 of 2; verbatim: the pharmacists are having a hard time pushing in the plunger-it's like it is stuck. In one instance the pharmacist could only push in 0.1 ml of the flu vaccine into the patient and had to remove it and then get another syringe to administer the rest of the 0.4ml dose. Lot is 9204148.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: an additional phone # was provided as: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced difficult plunger movement which was noted during use. The following information was provided by the initial reporter: material no.: 309628 batch no.: 9204148. 1 of 2. Verbatim: the pharmacists are having a hard time pushing in the plunger. It's like it is stuck. In one instance the pharmacist could only push in 0.1 ml of the flu vaccine into the patient and had to remove it and then get another syringe to administer the rest of the 0.4ml dose. Lot is 9204148.